Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During a technical site visit, the field service engineer (fse) verified an intermittent vacuum level and replaced vacuum fittings. System verification was completed. System was operating within specifications as per service installation record (sir). The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. The logfile showed multiple successfully performed treatments. The reported treatment could be identified in the logfile for the left eye. No relevant deviation between planned and performed energy was detectable for the reported treatment. The logfile showed that the beam control check for the left eye was done several minutes before the laser fired instead of immediately before firing. The treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal which caused the interruption of the treatment during bed cut. The reported issue was not caused by the system or the used patient interface. The message that appeared indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment with a new patient interface and finished the treatment without any problems. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. The system was working within specification. The root cause is user handling. The root cause could be identified as user handling, pressing the vacuum pedal instead of laser pedal. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a vacuum break during flap creation in the left eye. The flap was able to be recut and the patient was seeing well on day one post-operative visit.